Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that an insulin cartridge broke inside the ilet during the rewind process, causing glass to shatter within the chamber. The user attempted to remove the glass and plunger but continued to hear crunching sounds and was unable to fully insert a new cartridge or complete a rewind. A cracked screen was also observed from prior damage. Due to the malfunction, a replacement ilet was arranged for overnight delivery. The user¿s blood glucose (bg) reached 423 mg/dl and was corrected with a 10-unit manual injection of novolog. The user's reported symptoms during the event included thirst. No patient injury reported, and no medical intervention was reported at the time of call.